Event description:
The customer's mother reported via phone call that the insulin kept dripping out while priming even after she stopped pushing the button. The customer changed the infusion set and was able to resolve the issue. The customer's blood glucose was unknown. The customer confirmed the issue did not result in a serious injury or hospitalization. It was confirmed that insulin continued to drip after the motor stopped during the manual prime process. The customer's mother declined troubleshooting at the time of the call because the device was not present to do so. The customer was advised that replacement supplies would be sent. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.